Event description:
It was reported the patient had been sick for a month and went to see the healthcare professional and it was confirmed that the implant was dead and a reading could not be obtained from the implant. The patient was to be scheduled for replacement. It was noted that the implant ¿only¿ lasted 17 months. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).